Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient called his doctor because he was urinating every 15 minutes and feeling nauseous. The doctor thought that it could be because of the cyst near his kidney since the cgm reading was normal. His doctor thought that he needed to have surgery due to issue with his kidney. The patient called an ambulance and was taken to emergency room. There they took a bg reading which was 688 mg/dl and the cgm reading was 125 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the hospital. There the patient was treated with IV insulin and IV fluids. The patient was discharged on the (B)(6) 2025. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.